Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 to revise the leads (reference MFR. Report: 1627487-2018-07425, 1627487-2018-07426,1627487-2018-07427 and 1627487-2018-07428) and during the procedure when the abbott representative was attempting to check impedances the abbott representative received the error message "unable to connect". After 10 minutes the physician removed and replaced the ipg. Therapy has been resumed postoperatively.